Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. Dhrs (device history review) for the precision strips reviewed, and the dhrs showed the precision strips passed all tests prior to release. Retain testing was also performed for the precision test strips and all units performed within specification. A tripped trend review was conducted for the reported complaint and fs libre reader; no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported on behalf of their child who experienced a ketone reading issue with the adc freestyle libre reader. The customer obtained readings of 2.6 mmol/l (47 mg/dl) and 0.4 mmol/l (7 mg/dl) and experienced symptoms of headache, "smell unpleasant in the mouth", and was taken to the hospital. The customer had contact with a healthcare provider who diagnosed them with diabetic ketoacidosis and was treated with novorapid insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of their child who experienced a ketone reading issue with the adc freestyle libre reader. The customer obtained readings of 2.6 mmol/l (47 mg/dl) and 0.4 mmol/l (7 mg/dl) and experienced symptoms of headache, "smell unpleasant in the mouth", and was taken to the hospital. The customer had contact with a healthcare provider who diagnosed them with diabetic ketoacidosis and was treated with novorapid insulin (dose unknown). There was no report of death or permanent injury associated with this event.